Event description:
The customer reported that during patient surgery, only the speed of the electrode was changed, and the physician had to correct it manually. The device was in use on a patient. There was no report of patient or user harm.